Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 80x15. The customer states that during the initial placement of the trellis device, the balloon did not inflate from the beginning of the case. The customer was able to complete the procedure with out medical intervention or pt harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.